Event description:
It was reported that the intra-aortic balloon (iab) had persistent possible helium loss 3 alarms. The iab have been inserted at bedside without fluoroscopy. The iab zeroed and inserted without issue. Once connected, the bpw was completely squared off for the first 3 beats and would issue the possible helium loss 3 alarm. The physician then stated that he could not see the tip on cxr. The physician feels the iab issue were patient related issues and not iab issues. As a result, the iab was removed and a new iab was inserted. There was no report of patient complications, serious injury or death. The patient had a delay in therapy. The patient did not require any increase in hemodynamic support during delays.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00080 and (B)(4) as the report is related to the same patient.

Manufacturer narrative:
(B)(4). See MDR# 3010532612-2020-00080 and (B)(4) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) had persistent possible helium loss 3 alarms. The iab have been inserted at bedside without fluoroscopy. The iab zeroed and inserted without issue. Once connected, the bpw was completely squared off for the first 3 beats and would issue the possible helium loss 3 alarm. The physician then stated that he could not see the tip on cxr. The physician feels the iab issue were patient related issues and not iab issues. As a result, the iab was removed and a new iab was inserted. There was no report of patient complications, serious injury or death. The patient had a delay in therapy. The patient did not require any increase in hemodynamic support during delays.